Manufacturer narrative:
The investigation was completed by our experts. The involved unit was inspected by a siemens local service engineer. The on-site service intervention identified an issue with the pilot module. The part was exchanged as part of service activity to resolve the reported issue. The returned part was analyzed, and it was found that the joystick lacked dead man grip (dmg) function. For safety reasons, c-arm movements are not possible by simply deflecting the joystick. However, it was still possible to rotate/angulate the c-arm using the membrane buttons on the flat-panel detector. The relevant root cause for the non-conformity was determined to be a defective joystick on the pilot module. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. H6 g07 - pilot module.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. During an emergency procedure, the user reported that the stand and table did not move. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.